Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was intermittently malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Provided parts identification for the user interface assembly, without nav-ring, v60 (gray).discussed software level. Customer has software rev 2.10. Informed customer that the minimum recommended software level was v2.30. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and is ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17098.